Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, where in the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional data: updated patient weight to the report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.